Event description:
Boston scientific received information that this right ventricular (rv) lead had fracture. The tachycardia therapy has been turned off as ordered by the physician due to this fracture. The lower rate limit (lrl) was programmed down to 40 paces per minute (ppm). The patient is going to be evaluated to see if the patient would need bradycardia pacing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.